Event description:
The pump was refilled (B)(6) 2010. The pump started alarming on (B)(6) 2011. The pt heard the alarm, but did not recognize if was the pump alarming. On (B)(6) 2011, the pt "couldn't do anything" and an ambulance was called. The pt's doctor filled the pump on (B)(6) 2011, with baclofen. As of 1/17/2011, the pt experienced withdrawal symptoms: spasms in legs, inability to sleep, difficulty getting out of a chair and difficulty standing. The pt's status was reported as "fair." The plan was to add morphine to the pump on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).